Event description:
The lay reporter/ daughter contacted lfs on (B)(6) 2010 alleging an apply sample message on her mother's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient had mentioned that she was unable to test due to the alleged "apply sample" message pn her meter starting on the early morning of (B)(6) 2010. Due to the reported issue, she continued to take her set amount of insulin on a regular basis in the morning. She does not recall the type of insulin or how much she had been taking. On the night of (B)(6) 2010, she started to feel "sleepy" and was not feeling right. Her daughter contacted the paramedics and when the paramedics tested the patient's blood glucose her reading was 24 mg/dl. The patient was treated with IV glucose and was taken to the ER. She does not recall what her initial blood glucose reading was in the ER; however, claims she was still put on an IV and was also given some food to eat. She claims that she was admitted in the hospital for several days due to "low blood sugar" and that her doctor had lowered her insulin intake. She does not recall when she was discharged or her blood glucose reading prior to being released from the hospital. She usually tests her blood glucose 3-4x a day and "normal" blood glucose reading is between "100-150". The technique of applying blood on the test strip was correct and the patient was using the correct test strips. The alleged issue with the meter was not resolved and the meter was replaced. The complaint is being reported since the patient alleged that due to the meter not working, she took her set amount of insulin, later developed symptoms and had to be admitted in the hospital for a low blood glucose of 24 mg/dl.

Manufacturer narrative:
The 510 (k) # k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.